Event description:
Patient reported the down button on the infusion device does not work anymore. Patient stated the issue is due to the rubber part of the button being completely removed. Patient reported he has to press the button with a pen to make it work. No further information is available. No physiological effects were reported. The patient did not report needing assistance from a healthcare professional or second party to address the issue. Requested return of the alleged infusion device for evaluation.

Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained it will be provided in a supplemental report.

Manufacturer narrative:
Conclusion - the complaint cannot be verified due to careless handling of the product. Result the softcomponents of the housing are worn down heavily. Therefore, moisture entered the insulin pump and destroyed the pump electronics. The functionality of the buttons is not affected. The buttons were tested successfully. The problem mentioned by the customer is related to careless handling of the product.